Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube, air/water tube, and air/water cylinder. There was no patient involvement.